Event description:
Bed labeled broken. Brakes not holding.

Manufacturer narrative:
Screw on brake block assembly snapped and headside missing. Disassembled brake block and replaced screw. No patient or staff involved.